Event description:
During a bronchoscopy procedure the pvc tip separated from the cytology brush. Location of tip is unknown. Medical intervention was not required to prevent permanent impairment or damage.